Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, and selftest. No failed battery test alerts noted during testing however, insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. Pump error alarm are found in the formatted history file due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and also had insulin pump error. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer performed self test and passed. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.